Event description:
The lay user/reporter called lifescan (lfs) on october 1, 2006, and alleged that her brother's meter was set to the incorrect unit of measurement. The patient has two meters and does not recall which meter was used, when they encountered the problems. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained. The medical affairs specialist mailed a letter on october 9, 2006, since the user could not be reached by telephone for further clarifications. According to the reporter, she may have accidentally changed the unit of measurement when changing the battery on the meter. She stated, that she changed the batteries, prior to the day of the event. On the day of the event, at approximately 7:00 p.m. The patient obtained a result of "hi". He had eaten dinner prior to testing. She gave the patient 10 units of regular insulin. She retested soon after and obtained another result of "hi", so she gave him another 4 units of regular insulin. She retested about 15 minutes later and obtained a result of "32.5". She interpreted the result as 325 mg/dl, but it was reading 32.5 mmol/l. About 1 hour after taking the 1st dose of insulin, he began to "act weird" and was shaking and clammy. He did not eat a snack after he had begun testing. The reporter called the paramedics and when they arrived, they tested the patient's blood glucose. His result was "lo". They gave the patient oral glucose and left when he was feeling better. The patient was taking lantus insulin as part of his diabetes regimen, but it has since been discontinued. It is not clear why the patient took additional doses of insulin so quickly after the first dose. This complaint is being reported, as the patient obtained high results, took insulin (although it is not clear he was following the advice of an hcp), and subsequently sufered a hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.